Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6 ), product type: lead.

Event description:
Information was received from a consumer, via a manufacturer representative, regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient experienced an increase in pain for a few months prior to the report. The healthcare professional ordered an x-ray which determined that the leads had moved out of place. There were no known factors that may have led or contributed to the leads moving. An epidural and peripheral lead revision was performed. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.